Manufacturer narrative:
The patient's exact date of birth and weight were not provided by the customer. The access htsh reagent was not returned for evaluation. The patient's sample was sent to beckman coulter complaint handling unit (chu) for testing. Testing of the customer-supplied neat sample did not confirmed the customer's elevated results. Further testing of the sample, with blocker proteins specific to alkaline phosphatase and animal derived antibodies reduced the elevated result by 78.5-96.3% confirming the presence of a patient source interferent. In conclusion, a patient source interferent is the cause of the elevated access htsh results reported by the customer for this patient.

Event description:
The customer reported obtaining reproducible elevated thyroid-stimulating hormone (access htsh) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The patient's sample (designated as sample two (2)) generated an elevated access htsh result on (B)(6) 2016. There was change to patient care or treatment associated with the elevated access htsh result, as the patient was administered increased medication. The original elevated result was questioned when another sample from the same patient (designated as sample three (3)) obtained an elevated access htsh result, on the same access 2 immunoassay system, despite the medication increase. The customer sent a sample from the patient to beckman coulter complaint handling unit (chu) for additional testing. All system parameters (including quality control (qc), calibration and system check) have been recovering within assay/instrument specifications. The patient's sample was collected in a serum separating tube and was centrifuged for centrifuged for greater than 5 minutes at less than 5000 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.